Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer was treat with manual injection for high blood glucose. Customer had positive ketone test. The auto mode was inactive at the time of incidence. Customer was advised to discontinue the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.